Event description:
It is reported by customer's wife that customer passed away. Customer was receiving home health care and he was previously hospitalized for diabetes. Customer was wearing the insulin at the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.